Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: visual inspection results determined a failure on the pcb board.

Event description:
Customer states that the pump is not working properly. Pedal is not delivering tumescent fluid.